Event description:
It was reported that the lead was attempted to be implanted through the subclavian vein, but there was resistance at the svc. The doctor continued to try and force the lead down the introducer. When the introducer was removed, it was found that the introducer was kinked therefore damaging the lead. The lead impedance was 2200 ohms. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.